Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a catheter into the sheath, the physician aspirated air into the sheath. The valve was believed to be leaky and air ingress was believed to have occurred through the valve of the sheath into the aspiration syringe. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was observed in the patient. The sheath has been received at boston scientific post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a catheter into the sheath, the physician aspirated air into the sheath. The valve was believed to be leaky and air ingress was believed to have occurred through the valve of the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Updated b5 field with additional details received.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a catheter into the sheath, the physician aspirated air into the sheath. The valve was believed to be leaky and air ingress was believed to have occurred through the valve of the sheath into the aspiration syringe. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was observed in the patient. The sheath is expected to return for laboratory analysis.